Event description:
It was reported that, when powered on, the 980 ventilator generated a compressor inoperable error message. The patient was removed from the ventilator and placed on an alternate ventilator. There was no patient harm as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se reseated all connections in the compressor. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.